Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not reveal any leak or other issues. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol administration set ¿leaked through the rubber where the medication is added.¿ there was no patient involvement as this occurred before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.